Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a chemolock¿ in the oncology infusion clinic and occurred during preparation. It was reported that the cl2000s is being attached to bd primary pump tubing. The injector is added to the tubing; clinician can hear the crack and then the injector spins freely indicating attached. The injector then comes loose or disconnects causing leaks and in some cases chemo spills. This have been occurring on and off for the past 3 weeks. There was a code orange: a hazardous material spill or release which happened multiple times. No one was harmed as a result of event but there was chemo exposure to clinicians. The event resulted to delay in therapy. There was no human harm reported.

Manufacturer narrative:
Received eight new list# cl2000s, chemolock¿; lot# 14400588. No visual damages or anomalies were observed. The reported complaint of a loose injector could not be confirmed. The returned new samples were tested and met product specifications. Without the return of the used samples a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.